Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. Visual inspection displayed no signs of physical damage. No missing components observed. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the permanent cautery hook was found with the dial detached. The procedure was completed successfully with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the disk came off while washing in the central sterile department. No disk fragments were left behind and there were no post operative tests or injury to the patient.